Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Visual inspection found bunched up inner coil inside the connector region. The cause of the reported event was isolated to bunching of the inner coil at the connector region consistent with procedural damage.

Event description:
It was reported during implant that the left ventricular lead was difficult to advance down the guidewire. The lead was explanted and successfully replaced. The patient was asymptomatic and stable during and after the procedure.